Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Concomitant medical products - m2a-magnum pf cup 56odx50id/ pn us157856/ ln 798240, m2a-magnum mod hd sz 50 mm/ pn 157450/ ln 098350. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 10 years post implantation due to metal wear, corrosion, osteolysis, and progressive bone loss. Operative record reported clear fluid, modest metal staining of the synovium, well fixed stem, and corrosion of head and taper. The acetabular component was in a vertical position with very little or no anteversion and did not have any bone ingrowth. Areas of osteolysis were noted, which were filled with metal-colored debris.

Manufacturer narrative:
This follow up report is being filed to relay that this MDR is a duplicate of 0001825034-2017-04604. This medwatch was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Unknown metal on metal cup, unknown metal on metal head. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03859, 0001825034-2017-03860.

Event description:
It was reported that patient underwent a hip revision approximately 10 years post implantation due to unknown reasons.